Event description:
Additional information from the rep indicated that the cause of the ins heating was unknown. It was noted that the patient decreased the speed on charging. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient underwent ect treatments from on (B)(6) 2024 and didn't notice anything out of the ordinary with their scs. However, starting on (B)(6) 2024, patient noticed a burn near their ins site. Tss asked if the burn appeared during/after recharging but caller indicated patient denied it was associated with recharging, they just noticed it appeared. Caller stated the picture the patient sent them a picture of the initial burn which was about a foot in diameter over the ins site and today, there is a smaller "residual burn" about 4 inches below the ins. Caller asked about obtaining device files - tss walked caller through generating mdt file and caller will call back to provide log files. Tss reviewed that files may or may not have helpful information given that this may be due to patient anatomy/external issue rather than a device specific issue. Caller stated they reduced recharger speed from 4 to 2 at today's appointment.